Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Lot number are not provided / unknown. Initial reporter¿s email address is not provided / unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant lost integration due to periimplantitis and was removed. Symptoms as a result of the event: minor abscess and inflammation.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
No additional or corrected information to report.